Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Correction: initial report, should have been system reported on the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the explant date was (B)(6) 2019 and the device would not be returned as it was disposed of by the facility. The patient¿s weight was unavailable due to patient confidentiality reasons by the facility. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the healthcare provider (hcp) instructed the patient to lay down and/or drink caffeine as the patient was experiencing constant headaches that were very intense following the implant of their ins and lead. The patient had reported that ¿things were better, but they were still having headaches that had lessened in intensity from their initial implant.¿ it was indicated that the patient was in the emergency room today. It was indicated that the headaches occurred daily. There was no emi exposure that may have contributed to the issue. The rep stated that the patient had instructed the patient to lay down and drink caffeine, but that didn¿t seem to clear the situation of the headaches for the patient. The rep indicated that the stimulation system was working for the patient and they didn¿t think this was a csf leak as they found that stimulation was very conductive if the csf was leaking and the rep indicated they hadn¿t had any issues with programming the patient. The issue occurred since implant (B)(6) 2019). No further complications were reported/anticipated. On (B)(6) 2019, additional information was received from a manufacturer representative (rep) reporting that the cause of the patient¿s headaches occurring since implant was due to a csf leak. It was reported that the patient went to the hospital and they confirmed that the patient had a csf leak. The physician removed the stimulator and leads and repaired the leak. It was report that the issue was resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.